Event description:
Customer reported that she received a voluntary recall notice. She was advised on the potential to deliver insulin through accidental button pressing and was advised to pay closer attention to the number while programming a bolus. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.